Event description:
The device was used during a low anterior resection. Reportedly, the anvil disengaged into the pt's cavity, the anastomosis was not complete, and the instrument did not cut. The surgeon performed the complete procedure again to correct and complete. The hosp has reported the pt's condition is satisfactory.